Event description:
During endoscopic retrograde cholangiopancreatograph, a soft wire basket was inserted into the common duct to remove a stone. Mechanical lithotripter used to crush stone after which basket wires broke. Stone and basket remained in common duct. An open cholecystectomy was performed and the stone basket was removeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.